Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise and high capture thresholds. The patient presented in clinic and further testing was performed, it was noted the lead exhibited decreased r waves and had dislodged. The lead was attempted to be repositioned however, the helix was unable to extend. The lead was removed and replaced on 20 nov 2019. The patient was in stable condition.